Event description:
The pt reported she has not used or charged her scs sys in over a year and is subsequently unable to establish communication with the scs ipg using the pt programmer. The pt also reported she was unable to use her charging sys due to not charging it. Additionally, the pt stated she was unaware her scs ipg had to be recharged within 30 days of stimulation turning off. Follow-up identified the issue was confirmed by a sjm rep and surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
(B)(4): 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.